Event description:
While the customer was using a g136 scaler the handpiece and the insert were getting hot. No injury was reported.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Damaged water solenoid cannot hold pressure, due to an open condition. Debris in water filter. The hpc cable water control was turn to minimum, therefore restricting water flow causing the st to heat up.